Event description:
It was reported during a total knee arthroplasty procedure, it was reported that the robotic-assisted solution satellite station device, had cuts that were not to the clinicians plan. It was reported that the clinician knotched the anterior femur cut and the knee was more loose in extension than he had expected/planned for. It was further reported that the clinician was able to resolve concerns and there was no negative impact to the patient. It was reported that the issue was discovered during anterior femur cut and range of movement check. It was reported that the device was being used with a robotic assisted base station. It was reported that there were no delays in the surgical procedure. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Concomitant medical devices and therapy dates, robotic assisted base station device. (B)(6) 2022. Device manufacture date is unknown. The device serial or lot number is unknown, therefore UDI: (B)(4).unknown.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was evaluated and it was observed that there were no defects or issues with the system or software. An analysis of the device log files was performed and it was determined that the femur array moved after the distal femur cut had begun, but during the cut. This would lead to the subsequent cuts not being in the same location as planned and would cause a difference in the information that was displayed in the final assessment compared to the plan. This resulted in the final alignment not matching the procedure plan. Therefore, the reported condition was confirmed but was not related to any manufacturing or design related issues with the device. The assignable root cause was determined to be due to user error with the arrays. Per instructions for use(IFU), there is an optional step to verify the distal resection surface after cutting. There are also instructions regarding proper assembly and placement of bone arrays to communicate to the user the appropriate setup to avoid possible issues that could cause array movement.